Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported vitrectomy probe was dull during a procedure. The status of the aspiration is not known. The procedure was completed with the dull probe as the replacement probe has issues with bubbles with iron powder. There was no harm to the patient.

Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and found to be non-conforming with the probe needle slightly bent and white foreign material present on the port face of the needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and cut and was found non-conforming for aspiration. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be slightly bent. Gouge marks were observed at the bend area and several other locations along the length of the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path to remove the interference. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to aspirate. The initial aspiration test failed due to an interference in the aspiration path and once the interference was removed the probe was able to aspirate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are seven additional complaints associated with the component lots for the reported issue. The complaint evaluation did not confirm that the probe had a cut issue. The evaluation did confirm that the probe had an aspiration issue. The most likely root cause for the aspiration non-conformance is from the bent needle and bent inner cutter. A bent needle can impede, or completely stop, aspiration flow through the probe. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The evaluation did not confirm the reported cut issue and an exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided which indicated the aspiration was bad.